Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident remains unconfirmed.

Event description:
It was reported that the patient presented at the emergency room as they were not feeling well. It was noted that intermittent capture and failure to capture was observed on the right ventricular lead. A lead fracture was suspected. The right ventricular lead was capped (B)(6) 2021 and replaced. The patient was stable.